Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient was lost to follow-up. It was suspected that the device was at or near elective replacement indicator and device replacement was discussed. No patient symptoms or intervention was reported. No further information was available.